Manufacturer narrative:
Updated medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was confirmed by the representative that this event occurred prior to surgery and before the patient was in the room. The radiologic technologist (rt) was checking the system and found this imaging system was unable to take images. The site completed the procedure using another imaging system.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. After checking plugs and connectors the problem resolved on its own. The issue could not be confirmed or replicated, no components were replaced. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging device being used for a spinal fusion procedure. There was no patient involvement. Prior to the procedure, communication could not be established and beeping sounds were heard. Troubleshooting included checking connections and wires; during power up, the k5 did not turn on and the generator was not ready. The probable cause was reported as bad connection on the way to the k5. The issue resulted in less than 1 hour delay and imaging was subsequently aborted. No further information was provided. No complications were reported/anticipated.